Manufacturer narrative:
The reagent lot number was 889120. The expiration date was not provided. The field service engineer found that the sample probe was dirty. He replaced the probe, performed precision testing, a hardware check, and qc, which all passed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose results from the cobas c 503 analytical unit. The initial result was 32 mg/dl. The sample was repeated on another cobas c503 analyzer, and the result was 125 mg/dl. This result was believed to be correct.